Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2007: patient presented with following pre-op diagnoses: thoracic disk desiccation/ degeneration t7-8 and t8-9. For which, patient underwent following procedures: video- assisted thoracic surgery anterior thoracic diskectomy, plus using a transforaminal lumbar interbody cage. Posterior instrumentation and spinal fusion from t7 to t9. Per op notes, diskectomies were performed at t7-8 and t8-9. The transforaminal lumbar interbody fusion cages were at this point mired and were placed on t7, t8 and t9 packed with bone graft. The patient underwent x rays and fluoroscopy of the thoracic spine. Impression: that is post posterior spinal fusion with question malposition of the t7 pedicle screws. Right-sided pneumothorax but no shift of the mediastinum. Right apical chest tube. Bibasilar atelectasis left greater than right. Fluoroscopy impression: initial spot films demonstrate radiopaque instruments, the lowermost of which is over the t9-t10 interspace. Posterior rod and pedicle screw fixation of the lower thoracic spine from t7 to t9, with inter-body hardware. The distal tip of one of the t7 pedicle screws overlies the t6-7 interspace. On (B)(6) 2007 the patient underwent x rays of the chest. Impression: newly visualized tiny right apical pneumothorax with right chest tube in unchanged position. Stable left lower lobe atelectasis. Stable mild pulmonary edema. On (B)(6) 2007 the patient underwent x rays of the thoracic spine due to pneumothorax, status post t7-9 fusion. Impression: increasing airspace disease in the left, atelectasis or consolidation. On (B)(6) 2007 the patient underwent x rays of the chest. Impression: right sided chest tube with no pneumothorax seen. Interval decrease in retrocardiac airspace opacity. On (B)(6) 2007: patient complained of lower back pain, leg pain with weakness via call. On (B)(6) 2007, (B)(6) 2007, (B)(6) 2007, the patient was presented for office visit with lumbago and degenerative disc disease. On (B)(6) 2007: patient underwent x-ray of thoracic spine. Impression: stable postoperative appearance following discectomy and posterior fusion. Again note is made that the superior-most pedicle screws project over the t6-t7 interspace. On (B)(6) 2007: patient presented for a follow up visit. Physical examination revealed tenderness in the mid thoracic spine, especially in the region of the lower most implants on the right side. Patient underwent x-ray of thoracic and lumbar spine. Impression: stable postoperative appearance. Similar to previous, the t7 pedicle screws are noted to project over the t6-t7 disc space on the lateral view. On (B)(6) 2007 the patient underwent x rays of the lumbar and thoracic spine. Impression: stable postoperative appearance. Similar to previous, the t7 pedicle screws are noted to project over the t6-7 disc space on the lateral view. On (B)(6) 2008 the patient was presented for office visit with chest tightness and shortness of breath. On (B)(6) 2008 the patient underwent x rays of the chest. Impression: subtle opacity in the right lung apex which is non specific and could represent early pneumonia or atelectasis. There is a tiny area of pleural thickening or pleural effusion. On (B)(6) 2008 the patient underwent CT scan of the foot due to foot pain. Impression: bilateral osseous talocalcaneal coalition. Multiple bone islands. On (B)(6) 2008 the patient underwent bone scan due to right shin and upper ankle pain. The patient has bilateral talocalcaneal coalition. Impression: slightly to moderately increased uptake in the right talocalcaneal joint, consistent with given history of coalition. On (B)(6) 2009 the patient underwent x rays of the thoracic spine. Impression: mild s-shaped thoracolumbar scoliosis is seen. Previous posterior pedicle screw and interbody fusions at t7-8 and t8-9 with the right pedicle screw at t7 appearing to extend through the superior endplate of the vertebral body. The patient was presented for office visit with pain in the upper part of the construct. Assessments: muscular strain in part of the construct. On (B)(6) 2010 the patient was presented for office visit with headache. Diagnosis: class migraine mention intractable. Problem list includes: allergic rhinitis, small congenital, spinal disorders. On (B)(6) 2010 the patient was presented for office visit. Diagnosis: spasm of muscle and cervicalgia. On (B)(6) 2010 the patient was presented for office visit with migraine and chronic daily headache. On (B)(6) 2012 the patient was presented for office visit with right foot pain. Diagnosis: allergic, small congenital, spinal disorders, migraine intractable.